Event description:
Arrow PICC inserted for administration of intravenous antibiotics. On 7/31/97, an external portion of the catheter was noted to be leaking. The leak was noted to be at a stress point. This line was removed and replaced with a new PICC.